Event description:
It was reported that the patient was not dependent on the device for normal function. It was noted that high capture thresholds and intermittent capture was observed on the right atrial (ra) lead. The ra lead was scheduled for a procedure during which it was noted that there was a minor insulation breach, and the insulation was twisted. The ra lead was capped on (B)(6) 2024 and replaced. The patient was discharged later in the afternoon following the ra lead revision.